Event description:
We have been informed that during priming of the phaco handpiece the tip broke off the phaco needle. After changing the handpiece and needle and repriming a second tip broke off the needle. This time the needle was inserted in the anterior chamber and the fragment remained on top of the lens. The surgeon was able to remove the fragment (through the incisions that were already made) without any harm using forceps. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Manufacturer narrative:
In regard to this case two 2.4 mm 30° straight flared phaco needles were returned for investigation. As the manufacturing date of the reusable needle is unknown, an investigation pertinent to the manufacturing records was not possible. The visual inspection revealed traces of use on the needles and confirmed breakage of both needle tips. In general, it should be noted that insufficient irrigation, and therefore insufficient cooling, is the most likely cause for the phaco needle to break during use. Since lack of irrigation may have various causes, including, but not limited to improper placement of the phaco sleeve or unfavorable settings, a main contributor the failure could not be determined. It should be noted that needles shouldn't be reused more times than it is recommended and that repeated use outside the recommended limits can also contribute to needles breaking. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends and deeper investigation of the issue is being conducted. Similar incidents and associated number of devices on the market were determined using failure mode as reported ph-needle-broken and all types of phaco needles (including disposable ones). It should be noted that not all cases occurred during use on patient. To determine the number of surgeries in which the reusable products were used is not straightforward, but it can be concluded that the number of surgeries performed with the products is greater than the number of products in the table above. The incident that is the subject of this case is included in the table above.

Event description:
We have been informed that during priming of the phaco handpiece the tip broke off the phaco needle. After changing the handpiece and needle and repriming a second tip broke off the needle. This time the needle was inserted in the anterior chamber and the fragment remained on top of the lens. The surgeon was able to remove the fragment (through the incisions that were already made) without any harm using forceps. No report of patient/user harm. No report of prolonged or delayed surgery.